Event description:
It was reported that the customer received multiple occlusion alarms. Customer was hospitalized due to high blood glucose level and ketones. Customer was released from the hospital approximately 7 hours post admission. Reportedly, there was no permanent damage to the customer.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.